Event description:
The caller stated that over the last 2 weeks, the pt had to replace the tracheostomy tube prior to 29 days of recommended use, due to leakage between the hub and the inner cannula with the lock not snapping closed.

Manufacturer narrative:
The tube was discarded therefore, unavailable for failure investigation. No conclusions can be drawn without the device. The device history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes. This report is for the second of two tubes from one customer as referenced in associated report 2936999-2011-00485.